Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that various issues; holes in tubing, leaking, adhering to itself.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported - IV tubing broke off right below chamber level. One sample of material 2426-0007, lot number unknown was received. Upon initial visual examination, the set verified the complaint of separation from below the drip chamber. The tubing was examined under a microscope, and insufficient solvent was found. Laser ID from the sample provided two possible lot numbers. The device history records involved in this issue were reviewed, and no records indicating any issues related to drip chamber/tube separation. The lots were manufactured and shipped without any issues. The manufacturing site found the potential root causes for the separation to be related to the sustaining fixture on the solvent dispenser, and the solvent bonding method by associate. Containment actions were implemented.